Event description:
It was reported that the top of the instrument broke while removing after trialing the knee. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6 : suggested component code: mechanical (g04) - provisional top. Visual examination of the provided pictures identified the unit as fractured. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.